Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that the recharger won't power on, won't charge and won't reset. Pt stated all battery lights on recharger are flashing green constantly when on dock (confirmed green light is illuminated on dock when dock is plugged into charger). Pt stated recharger battery lights go out when recharger is removed from dock. Pt stated recharger was on dock trying to charge it all day yesterday (confirmed securely placed in dock). Pt confirmed recharger has not been dropped/damaged or wet and stated recharger did not power on when pt was trying to power up recharger on call. Pt stated recharger would not reset on call (attempted reset twice on call) and nothing happened when trying to reset (no lights appeared on recharger). Pt stated a green light was on yesterday when trying to charge for 8 hours, but recharger still wouldn't charge/power on. Pt mentioned they usually don't leave recharger sitting on the dock when they are not using it. Pt tried to charge recharger on call and stated all 3 battery lights were flashing green constantly, but after trying to charge for a few minutes on call recharger still did not power on and lights went out when removed from dock. Recharger still would not reset after this and the issue was not resolved through troubleshooting. An email was sent to the repair department and recharging equipment was replaced. No symptoms/patient complications reported.

Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.